Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged properly seated lancet protrudes from the end cap when plunger is pressed and does not retract. No adverse event alleged. A request was made for the return of the device.